Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a device used for cranial repair. It was reported that a patient with history of myelomeningocele and tethered spinal cord who underwent a tethered cord release with patch duraplasty using intraoperative ultrasound and operating microscope almost a year ago, which was complicated by a symptomatic pseudomeningocele requiring re-exploration and cerebrospinal fluid (csf) leak repair, as well as recurrent csf leak requiring re-exploration, ventriculoperitoneal shunt placement and complex plastic surgery closure, whose course was also complicated by dehiscence of the shunt incision which required shunt removal. Most recently, the patient had another delayed re-accumulation of a pseudomeningocele which caused back and leg pain, for which the site admitted them to the hospital and performed a lumbar wound tap, external ventricular drain (evd) placement, confirmed cultures negative, and placed a left ventriculoperitoneal shunt. After these procedures, the patient was ambulatory without back or leg pain. They were eventually discharged in fairly good condition and had been at home. Since then their back pain has reoccurred, and they were also experiencing left lower extremity spasms and pain. They were keeping their symptoms when they experienced a symptomatic pseudomeningocele. The patient therefore underwent an MRI which the site was here to review today. In the past, we had been somewhat concerned about a particular dural patch that was utilized in their back, which was since removed from the shelf from the manufacturer. We had been uncertain as to whether this had been causing their issues or not given the extremely complicated course with poor healing and a persistent and symptomatic pseudomeningocele and presumed csf leak despite shunting and multiple explorations and drainage.